Event description:
It was reported that during a reversal of a hartman procedure, the staples did not close. Some of the staples closed incorrectly; they did not form the b shape. They had to convert to a low anterior resection. As a result, the surgeon had to resect more colon in order to complete the case. The case took almost three times as long. The pt is stable.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.